Event description:
The customer received discrepant results for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as <0.100 miu/ml accompanied by a data flag. The sample was repeated, resulting as 6.41 miu/ml accompanied by a data flag. The customer re-centrifuged the sample and repeated it two additional times. The second repeat resulted as 7.33 miu/ml accompanied by a data flag and the third repeat resulted as 7.10 miu/ml accompanied by a data flag. A whole number value of 7 miu/ml was reported outside of the laboratory. The sample was sent to a sister laboratory where it was run twice on (B)(6) 2011 on a roche e170 analyzer serial number (B)(4), resulting as 23.66 miu/ml and 26.52 miu/ml. The customer reported the sister site result as 24 miu/ml and this result was provided to the doctor. The customer also repeated the same sample on (B)(6) 2011 and it resulted as 15.34 miu/ml. The customer was not sure which results were correct. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16250103 with an expiration date of 7/31/2012. The field service representative determined the cause to be the photomultiplier tube high voltage being out of adjustment. He adjusted the photomultiplier tube high voltage. He performed a successful initial cell blank calibration and all assays were recalibrated successfully. All assay quality control results were within account specified ranges. He ran a 5 cup precision on two levels of control material for hcg+ss and all results were within specification.